Event description:
It was reported that during shoulder rotator cuff repair surgery, the suture of the twinfix was broken. The anchor was not removed from patient, because the surgeon was worried that the bone canal would be enlarged during the anchor removal process, therefore; another anchor was implanted in the nearest position and no delay or other complications were reported. The current patient status is good. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Additional information in b5.

Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed the part and batch numbers. The sutures and anchor were not shown. A visual inspection revealed that the device was returned without the anchor or sutures. The device was in good condition with minimal debris. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the suture materials found that material certification is required with each lot and the spools must be appropriately wound and packaged. A clinical investigation concluded that since the twinfix anchor is implantable, biocompatibility is not an issue, but micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. As reported, an additional bone hole was required to complete the procedure, but the impact to the patient is expected to be minimal. No further clinical/medical assessment is warranted at this time. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during shoulder rotator cuff repair surgery, the suture of the twinfix was broken. The anchor was not removed from patient. A backup device was used in additional bone hole and no delay or other complications were reported. The current patient status is good. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.